Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, the product was not available; therefore a return sample evaluation is unable to be performed if any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for percutaneous endoscopic gastrostomy (peg)tube placement. Two days after the procedure the patient developed a digestive complication that patient required an emergency surgery. The nurse refused further information.

Manufacturer narrative:
Reference record: (B)(4).

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for percutaneous endoscopic gastrostomy (peg) tube placement. The patient underwent on (B)(6) 2017 the patient experienced peritonitis, acute respiratory distress syndrome and confusion. On (B)(6) 2017 the patient required a laparotomy with removal of the tubing. On (B)(6) 2017 the acute respiratory distress syndrome and peritonitis resolved.